Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found corrosion at the electrical contact point of the video connector, corrosion on the scope mount, scratches on the lens of the main unit and corrosion on the free lock lever. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during evaluation. The subject device exhibited corrosion at the electrical contact point of the video connector, corrosion on the scope mount, scratches on the lens of the main unit and corrosion on the free lock lever. There was no patient involvement.